Event description:
When did it occur? : after use. Hypodermic needle injury: no. Were the returned items used? : yes. If they were used, was something attached to them? : blood, ins. Returned quantity: 1. Details of the event (timeline, history, etc.): when the needle was detached, it remained on the ins side. Batch #: unknown.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d3 (country type & country) and h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.